Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support sent replacement charging supplies, which resolved the issue. The customer confirmed that the new charging supplies were effective, and the pump began to charge. The customer was advised to monitor the pump and report if the issue recurs.